Event description:
It was reported that: catheter was placed in (B)(6) 2023 and taken out on (B)(6) 2024. When taking out the catheter it appeared to be damaged. The photograph provided shows a ruptured catheter. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Another catheter was placed.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one image showing the body of a PICC catheter. The complaint of a ruptured catheter was able to be confirmed by the photo. The image shows a catheter body with a hole consistent with a pressure related rupture, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The customer report of a ruptured catheter body was confirmed by visual inspection of the customer supplied photo. The image shows a catheter body with a hole consistent with a pressure related rupture, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: catheter was placed in (B)(6) 2023 and taken out on (B)(6) 2024. When taking out the catheter at the cm ' 30 it looks broken in a folded way. The catheter was originally placed at 37cms. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).